Event description:
It was reported that during a laparoscopic ovarium resection, the instrument locked when the first clips were fired. The case was completed with a same like device. There was no consequence to the pt.